Event description:
It was reported that an ilet user experienced low glucose of 49mg/dl after a meal while using the ilet bionic pancreas, with a reported highest glucose of 237 mg/dl and glucose out of range for approximately 2 hours 45 minutes; the user treated with oral glucose tablets and food, and the glucose returned to range during the call. Symptoms included increased appetite. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer support troubleshooting and education regarding pump use and sending instructions for additional training. Investigation of this case revealed no device malfunction identified and that correction algorithms and user-initiated oral glucose were effective in resolving the event. It was concluded that the cause of the hypoglycemia was unclear and that additional user training was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.